Event description:
It was reported that a pt who had a recovery filter inserted, had a blocked vena cava below the filter. It was also reported that one of the legs of the filter appears to be outside of the cava. There was thrombus reported both below and above the filter. It was alleged that the filter appears tilted with a component extending into what looks like a thrombus in the aorta.

Manufacturer narrative:
This is being reported as this device is the same or similar to a device currently marketed in the us, catalog number rf320j. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The sample remains implanted and was not returned. The result of the investigation was inconclusive and the root cause is unk. The current IFU (instructions for use) states the following: potential complications; caval thrombosis/occlusion. Perforation or other acute or chronic damage of the ivc wall.